Manufacturer narrative:
The device was returned to the service center for evaluation. The user¿s complaint of an ¿error e224 communication¿ was confirmed due to a bad connector. No other abnormalities were found with the device. The legal manufacturer (lm) could not determine the root cause; however, based on similar cases it is likely that the event was attributed to a poor contact due to cable damage. The lm reported that the product shipment records were checked, but there were no abnormalities in the device. The lm speculates that the damage of the cable is due to the handling of the user. The lm refers the customer the following IFU statements provided to mitigate cable damage. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Event description:
The service center was informed that during preparation for use an ¿error e224 communication¿ was observed on the camera head. There was no patient involvement reported.